Event description:
It was reported that the blood parameter monitor (bpm) values were trending farther than expected. As a result, an alternate device was employed. There were no reported adverse consequences to the patient. No other details regarding the nature of this event were provided.

Manufacturer narrative:
The service repair technician (srt) was unable to run arterial blood parameter monitor (bpm) probe service mode test and intensity test due to a broken off thermistor. The srt replaced the arterial bpm probe. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the blood parameter module (bpm) to lab use only (luo) testing equipment and observed an arterial module failure. A luo arterial bpm probe was used and the error was not present. The unit did not operate as intended. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.